Event description:
User facility reported that a variable 4mm x 12mm self tapping screw used to affix a tempus anterior cervical plate was partially extruded due to slippage from the bone. The two additional screws used to secure the device remained in place and provided immobilization. Physician reported that x-rays showed that the screw had backed out 1-2mm.